Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the slow boot up, however, slow boot was found in the programmer log parsing file. Hard drive was reimaged and software reloaded to resolve boot up issue. Analysis also found the programmer failed common mode/wrist electrode test; the ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly. Tab on the power cord bay door was broken. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer took a very long time to boot up each time. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.